Event description:
A nurse reported that he cannula shot off of the syringe upon plunger advancement on two occasions with unknown procedure or patient involvement. Additional information has been requested.

Manufacturer narrative:
A sample has been received that has not been evaluated. No similar complaints have been received so far for this lot. Investigation of the lot specific batch record showed that no remarks related to the reported defect were reported in the batch record; all syringes are visually inspected. No component deviations were reported during production. A functionality test was performed on retention samples which were found to be satisfactory. Investigation including root cause analysis is in progress. (B)(4).